Manufacturer narrative:
The two subject devices were returned without the original packaging or any other lot designation. One device was found to have a defective gauge. The gauge may have been damaged during shipment. The other device had the over-mold separate from the cup causing a loss of vacuum.

Event description:
During a delivery, the vacuum assist delivery device did not work. A second device was used and that one did not work. A two-piece vacuum assist delivery system was used. The infant was resuscitated.